Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
The health care provider (hcp) reported that the logs show motor stall and recovery during initial interrogation on (B)(6) 2015 (unsure of MRI on that day), a motor stall (B)(6) 2015 with stopped pump period may exceed tube set on (B)(6) 2015. The patient had called the hcp on (B)(6) 2015, as the pump had alarmed over the weekend. Once interrogated, they found that the pump was in a motor stall since (B)(6) 2015 with a stopped pump period may exceed tube set on (B)(6) 2015. The patient had been feeling really bad, but the principal care physician had been unable to find anything wrong. The patient did not recently have and MRI, an MRI was done sometime before june but the actual date was unknown. It was noted that the patient had been recently working in their shop with a heavy magnet. It was advised to check if motor stall times coincide with when the patient was working with the magnet. The pump was currently stalled. It was later reported that the device system was explanted on (B)(6) 2015. The drug that was used via the device system was dilaudid 40mg/ml at 8.707mg/day. Indication for use of the device was for non-malignant pain.